Event description:
Stem cell product was cryopreserved in four cryocyte containers in 2003. One cryocyte freezing container broke after cryopreservation and storage but before thawing. The bag was filled with 95-100ml of product, cryopreserved, placed in metal cassettes and then stored in the vapour phase of liquid nitrogen. The pt received stem cells from the broken container and was given the antibiotic "rozefin" (2g, route unknown) during transplantation because of the sterility risk due to the broken bag. Total cell dose infused was 3.5x 10^6/kg.